Manufacturer narrative:
Date of event was approximated.

Event description:
It was reported that the device became stuck via social media. A rotapro device was selected for an atherectomy procedure and became stuck. There were no reported patient complications.